Event description:
It was reported that one month post op a realize band placement, the band tubing became disconnected, but all components were still in place. This was detected at the first fill. The tubing was reconnected and the case was completed with no consequence to the patient. The patient is doing fine.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned. Original port reconnect to band tubing.